Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone(15.006 mg/day), bupivacaine(11.254 mg/day) and ziconotide (0.3751 mg/day) at unknown concentration for the treatment of malignant pain. It was reported that the patient moved and missed a refill on (B)(6) 2018 due to not having a physician in the new location. No symptom was reported. No further complication was reported.